Event description:
It was reported that the customer had an button error alarm on the insulin pump. The customer's blood glucose level was 149 mg/dl. The customer was advised that the insulin pump need to be replaced and revert to backup plan. No further information was reported.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).